Event description:
Suture used for this case was defective. Needle pulled away from suture on two packs of same suture. Suture used was ethicon 3-0 vicryl sh. Reference # j416. Lot # tamhbz on both attempts. No patient harm was done. Another lot of the same type suture was pulled and successfully used.